Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (600 mg/dl). Customer reported that he may have not delivered the proper dosage. Customer treated elevated bg level by delivering a correction bolus and administering a manual injection.